Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and moderately calcified de novo lesion in the mid right coronary artery. Following pre-dilatation, a 3.5x12mm traveler rx balloon dilatation catheter (bdc) was being used for additional pre-dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was prepped per the instructions for use. The procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.